Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of undersensing as a result of varying amplitudes. There was an allegation that the shock was ineffective shock. Boston scientific technical services (ts) reviewed the electrocardiogram and noted that while the shock did not appear to clearly break the fast rhythm due to fluctuating morphologies of the qrs complex due to fast conducted atrial fibrillation (af) and ventricular tachycardia (vt) beats. Although ineffective the shock did appropriately decrease the ventricular rate. No adverse patient effects were reported.

Event description:
New information received indicates that while reviewing historical episode, this device had evidence of t-wave oversensing. No programming changes were made. No adverse patient effects were reported. The device remains in service.